Event description:
It was reported to philips healthcare that the device was not detecting the paddles in pocket, therefore not giving a "test passed" message after the shock test using the paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4).